Event description:
A malfunction alarm was reported with a malfunction code of 16. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.